Event description:
During troubleshooting for an alarm, the home patient (hp) reported they had inadvertently become separated from the patient line and then re-connected without using proper procedures while performing pd on the homechoice (hc) device. The hp would call their pd nurse (pdn) for instructions on finishing therapy. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The patient re-connected without using proper procedures. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.